Manufacturer narrative:
This report is being submitted to update the complaint description and correct the implant date.

Event description:
It was reported that a patient was revised approximately one year and eleven and a half months post implantation due to pain, tibial and femoral loosening, and a fractured tibial component. At the diagnosis, the tibia base was subsided and the component was loosening. Loosening of the femur component was also confirmed. At the revision procedure, wear was seen on the explanted articular surface and the plastic cap for the explanted tibia component was fractured. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11-medical product femur cemented posterior stabilized (ps) standard left size 6. Item# 42500606001; lot# 63330442. Updated: b4, b5, d11, g4, g7, h1, h2, h3, h6, and h10. Visual examination of the provided pictures confirms pitting/ wear seen on the articular surface and fracture of the tibial stem taper plug. Medical records were not provided. Articular surface wear and tibial fracture was confirmed. Tibial and femoral loosening was not confirmed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04955. 0001822565-2019-04956. Medical products: tibia cemented 5 degree stemmed left, item# 42532006701, lot# 63620694, unknown persona femoral. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year, eleven months and three weeks post implantation due to pain, tibial and femoral loosening, and a fractured tibial component. At the diagnosis, the tibia base was subsided and the component was loosening. Loosening of the femur component was also confirmed. At the revision procedure, wear was seen on the explanted articular surface and the plastic cap for the explanted tibia component was fractured. There is no additional information at this time.